Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted

Event description:
An afx device was implanted in a patient in 2014. Now , there is an apparent type 3b graft tear near the bifurcation with an endoleak. There is a planned secondary repair scheduled. There have been no additional adverse events reported for this patient.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; endoleak type 3b .the most likely cause of the compromised stent graft integrity of the main body was the use of strata material, in combination with a severely calcified aorta. Procedure related harms and the final patient disposition could not be determined due to a lack of relevant medical records. There have been no further reports of negative patient sequelae.a root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%.the manufacturing lot evaluation confirmed all devices met specifications prior to release.the device was not returned therefore no evaluation was completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.